Event description:
Hospira lifecare pca pump: our internal testing has found that if the tubing clamp is inadvertently kept in the closed position after programming, the pump is unable to sense this error for what may be several hours -depending on the flow rate and the presence or absence of a continuous infusion. When the clamp is released, a bolus dose of up to 2 ml is released. Hospira informs us that the maximum bolus to the pt is closer to 0.9 ml. For a patient using morphine 5 mg/ml, this could result in an inadvertent bolus dose of 4.5 mg. Obviously, there will also be the risk of inadequate pain control during this period. For certain sensitive patients, this bolus of 4.5 mg of morphine could result in a serious adverse drug event.